Manufacturer narrative:
A final report will be submitted upon completion of the eval. An eval summary will be included with the final report.

Event description:
A proxis device was assembled and the balloon was tested twice. The device was found to be in proper working order. The device was used in a graft in the left system for three sections of lesions. The device seemed to achieve good results on both the distal and mid lesions. The physician said that an air bubble appeared each time the balloon inflated, but it wasn't a problem because it was aspirated along with the debris. Then a stent was placed in the proximal part of the graft and the vessel was post-dilated. The technician said the deflate button on the proxis carbon dioxide cartridge "felt different; there was no resistance." The pt started to experience chest pain and had EKG changes (st elevation). The physician said "the balloon burst" and speculated that perhaps the balloon hit the edge of the stent. The physician was concerned that the air bubble and debris floated downstream and got caught up in the microvasculature. The proxis balloon was inflated and deflated a total of thirteen times. The procedure was completed by implanting a balloon pump. The balloon pump has now been removed and the pt's chest pain is gone. The pt's hospitalization was extended, but the pt went home within a couple days.